Event description:
The customer reported that an 840 ventilator had an erratic gui display. The pt was not harmed or injured as a result of the event. The customer declined to have the ventilator repaired. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).